Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% stenosis in the posterior descending artery (pda). The lesion was de-novo, heavily calcified and moderately tortuous. There was heavy calcification at distal right coronary artery (rca). The lesion was pre-dilated with a balloon and a 2.5 x 23mm cypher select plus was delivered to the target lesion, but it would not cross the flexion at the distal rca. The physician pushed the cypher select plus several times and tried to deliver it, but the cypher select plus could not be delivered. Therefore, the cypher select plus was retrieved and checked outside the patient and then the distal edge of the stent was confirmed to be flared. Consequently, a different drug-eluting stent (xience: 2.5mm) was implanted at the target lesion and the procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to deliver the stent to the target lesion. Based on the information available there are possible vessel characteristics (heavy calcification and tortuousity) and procedural factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the posterior descending artery (pda). The lesion was de-novo, heavily calcified and moderately tortuous. There was heavy calcification at distal right coronary artery (rca). The lesion was pre-dilated with a I-bp22 balloon and a 2.5 x 23mm cypher select plus was delivered to the target lesion, but it would not cross the flexion at the distal rca. The physician pushed the cypher select plus several times and tried to deliver it, but the cypher select plus could not be delivered. Therefore, the cypher select plus was retrieved and checked outside the patient and then the distal edge of the stent was confirmed to be flared. Consequently, a different drug-eluting stent (xience: 2.5mm) was implanted at the target lesion and the procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. I-bp22 balloon and 2.5mm xience stent.